Manufacturer narrative:
(B)(4). Batch # p92a3x. Investigation summary: the device was received with no apparent damage and jaws open. A small amount of dry fluid was found on the outer jaw surfaces and the distal end of the shaft. A small amount of dried tissue was also found in the crotch of the device and in the knife track. The device was functionally tested and was able to open and close the jaws using the closure lever. The force to open or close was not difficult when tested. The device was able to fully remain latched when the closure lever was closed and then unlatched when the closure lever was opened. The knife advances and returned unaided every time. The jaws and the jaw gap were within specification. The device passed all functional and mechanical testing. A possible cause of the jaws would not open could be tissue buildup and tissue sticking on the jaw electrode surface during extended use of the device. Cleaning the instrument per the instructions for use would reduce tissue sticking. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date sent: 12/11/2017. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the jaws of the x1 were placed around the utero cervical junction. The energy button was depressed upon hearing the second tone the knife blade was advanced. The knife blade advanced without event but would not retract. The knife did not retract and the jaws of the device could not be opened. The surgeon then depressed the knife button several times. And jiggles the handpiece and jaws and the device opened. No patient consequence.